Event description:
Information received on 12/6/2006 indicated that this patient did not receive restylane while she was a participant in a medicis-sponsored clinical trial, as her initial report dated 11/20/2006 indicated. Therefore, this spontaneous report of a non-serious, unlabeled event (shingles with associated eye tearing) is being submitted as a 10-day report. Information was received regarding a female who received restylane injections in her nasolabial folds. Anesthesia in the form of lidocaine injection was used pre-procedure. No additional procedures were performed at that time. Medical history includes development of a burning sensation on her face and eye tearing following previous injections of restylane. The patient was not taking concomitant therapy. The next month, the patient developed sores and a burning sensation on her cheeks as well as eye tearing (lacrimation increased). Two months later, she was examined by a physician, who diagnosed bilateral shingles (herpes zoster). The patient was treated with famvir (famciclovir) 500 mg 3 times a day for 7 days, and the shingles resolved. The patient was also seen by an ophthalmologist for eye tearing. The patient reported that she was treated with unspecified steroid ophthalmic drops, and the symptoms improved but recurred upon discontinuation of the drops. She experienced another outbreak of shingles in mid-november 2006 following a facial and resumed use of the steroid ophthalmic drops with symptom improvement. The restylane lot number and expiration date were not reported.

Manufacturer narrative:
This MDR (shingles with associated eye tearing) is not described in the device's labeling.